Event description:
Reporter noted corneal burn. The surgeon thinks they may have lifted on the tip and sleeve and may have obsturcted the irrigation. The patient is recovering well with astigmatism at 4 diopters due to the sutures. Once the wound heals and the sutures are removed this should resolve.